Event description:
Healthcare professional reported left side rupture, ¿she felt some discomfort on her left breast and because of all the news that has been spread around about her specific implant." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture, ¿she felt some discomfort on her left breast and because of all the news that has been spread around about her specific implant." The device has been explanted.